Event description:
Add'l info provided by the surgeon indicates that the 18.0 diopter intraocular lens (iol) was replaced with a 14.0 diopter iol. This significant change in power for the replacement lens would indicate that the cause of the unexpected postoperative refraction was likely related to an error in the pre-op measurements.

Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to unexpected postoperative refraction. The association between this event and the iol is not known. Add'l info has been requested.